Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to moisture damage keypad trace. No button error alarms noted. The device was received with cracked case at the display window corners and battery tube threads. The unit also was received with minor scratched display window.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that they wear the insulin pump in their underwear and the buttons may have been pressed. Customer's blood glucose reading at the time of the call was 109 mg/dl. No further information reported.